Manufacturer narrative:
Physician's first name, hospital and address provided.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that an m6-c artificial cervical disc was removed.

Manufacturer narrative:
B3: (B)(6) 2019. B4: 14-may-2021. D8: no. G1: (B)(4). G3: (B)(6) 2021. G6: follow-up # 2. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - clinical: 1924. Health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusions: 4315. H10: it was reported that a two-level patient revised due to broken endplate on one device. One device was explanted and one device remains in situ. The device was not intact at the time of removal. The radiograph images provided were reviewed. There was evidence of osteolysis at the superior level while the disc was noted to have collapsed and fractured completely at the inferior level. Due to the lack of pre-operative, immediate post-operative and interim images, further interpretation was hindered. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No microbiology or pathology results were provided. The device showed evidence of in vivo mechanical failure. Without clinical information, lab results, or interim radiographs, it was not possible to determine the cause of this failure. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.